Event description:
A customer reported via phone call indicating that their insulin pump vibrates loudly. The patient's blood glucose level was unknown at the time of the call. The customer stated that this is the fourth insulin pump they have had this issue with. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: unit was received with very loud vibration during self test due to adhesive bond not adhering on vibrator motor. No cosmetic damage noted.